Manufacturer narrative:
The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An obvious decline in the patient's hearing performance was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Other damages found in electrode are most likely due to explantation surgery. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. The patient has been re-implanted.